Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire is confirmed and was determined to be use related. One 18 g powerglide pro was returned for evaluation. An initial visual observation showed use residue on the returned sample. The core wire of the guidewire was observed to have been broken about 1 cm proximal to the weld tip of the guidewire, which was present and intact, and the coiled wire of the guidewire was observed to be unraveled. The needle was observed to be curved and bent. The catheter was observed to be damaged and slightly advanced over the needle. A microscopic observation revealed the break sites of the core wire of the guidewire were tapered with slightly curved and granular fracture surfaces, which indicate the guidewire was broken due to excessive tensile (pulling) forces, likely during use as it was reported that problems were encountered during the placement procedure. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, during the placement, problems are encountered, and after a while, the guidewire and needle are withdrawn. In this context, it is observed that the guidewire is very long and thin. The patient gets a new powerglide pro. When the doctor withdraw the guidewire, it appears to be frayed and thus very long. It was a junior doctor who starts the pgp placement, and a more experienced doctor takes over when it doesn't succeed. Pgp was placed on (B)(6) 2025. No harm to patient. No other information was provided.